Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and heavily calcified distal right coronary artery that was 99% stenosed. A trek balloon catheter was used to pre-dilate the lesion and further dilatation was attempted with a 2.75 x 12 mm nc traveler. However, the nc traveler balloon ruptured during the first inflation at 8 atmospheres. Therefore, the device was replaced with a 2.5 x 15 mm unspecified non-compliant balloon for further dilatation followed by stent deployment to successfully complete the procedure. There was no resistance advancing the nc traveler balloon catheter to the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.